Event description:
A male patient with previous history of pulmonary disease, cerebrovascular disease, ischemic heart disease, and hypertension with previous surgical past of gastric cancer operation at a pt and dissection of appendicitis at a pt, underwent aaa repair in 2007. The patient's pre-op diagnosis states that the infrarenal area of the aorta was diagnosed in good condition for placing the proximal neck of the main body. The procedure proceeded as labeled. Fluoroscopy following placement of the main body and iliac legs exhibited the presence of type I endoleaks at the proximal neck of the main body and the distal end of the iliac leg grafts (refer to 1820334-2007-00349 and 1820334-2007-00369). Re-ballooning of the proximal neck and the distal ends could not resolve the endoleaks. Another manufacturer's stent was placed in the proximal neck and resolved the endoleak. CT imaging before discharge from the hospital verified the absence of the endoleaks.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. Based upon the information provided, the endoleaks most likely occurred due to an inadequate seal of the implanted devices which was due to the presence of calcification in the patient's anatomy. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization.